Manufacturer narrative:
(B)(4). There is no indication the lens was implanted; therefore, was not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had five (5) or six (6) particles on the lens surface which were visible when inspected under the microscope. The client thinks the particles could be fungus. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/12/2016. Device returned to manufacturer? Yes. Through follow up with the customer, they stated that the lens was never exposed to changes in temperature, that it was stored with the rest of the intraocular lenses. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was inspected by a qualified final inspection operator. Investigation of the return sample and the condition of the return sample do not suggest the foreign material on the lens was introduced during manufacturing. Manufacturing records review: a review of the manufacturing records was performed, which indicated that the product was manufactured according to specifications. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the results of the investigation no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.